Event description:
It was reported that the lead exhibited low r-waves and low impedance. The physician will monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.